Manufacturer narrative:
Medtronic representative mentioned that the coordinator in the case had selected the ultrasound button by accident and right clicked on it which then caused the software to exit. Software evaluation to confirm is currently in progress.

Event description:
Medtronic representative reported that in a cranial surgery, the system exited while in the navigation stage of the software. Medtronic rep said the software did not exit to the login screen, it went black and they had to reboot the system. Once they got back into the application, the registration was there but the plan was no longer there. They had to re-create the plan. There was a 15 minute delay in the case. The surgeon completed the surgery using the stealthstation system. There was no impact on patient outcome.